Event description:
Report received of a pump infusing more than it was programmed to infuse. The pump was returned from clinical service with an unsigned note that stated, "keeps pumping-keeps infusing more tan it is programmed for". There was no tracking information (patient, nurse, location) available. There was no incident report associated with this device. Though requested, there was no further information available.